Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the port of usm arm 1 disconnected. When attempting to remove the 8mm force bipolar forceps instrument connection could not be released. The connection was released using the instrument release kit. It was unknown if fragments fell inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the findings did not replicate or confirm the customer reported event. Internal visual and external inspection revealed no abnormalities. The instrument passed the manual articulations test. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.